Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, observed scratch at the centre of the lens when picking up the lens before inserting it into cartridge. The surgeon changed to another backup injector and backup consigned lens. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction / incident). No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the scratch on lens was observed upon opening the lens. The lens was scratched when they want to insert into the cartridge. There was no patient contact.